Event description:
International customer reported that the needle tip broke while suturing the uterus during a c-section. The tip was retrieved. No adverse patient consequences were reported.

Manufacturer narrative:
Result: visual examination of the returned actual needle indicates that the needle fractured at the tip. Needle holder marks are seen on the needle and the tip. Conclusion: user error caused this event. The product insert cautions the user to avoid damaging needle points and swage areas, grasp the needle in an area one-third to one-half of the distance from the swaged end to the point.